Event description:
Bard trialysis catheter was inserted in the right ij under ultrasound guidance by an experienced physician. No resistance was noted during insertion, no complaints from pt, and blood return noted. Chest xray was obtained and showed line in left ventricle. Pt was taken to surgery for removal, coded during the procedure and was unable to be resuscitated. Pt unable to lay flat during insertion due to shortness of breath.